Event description:
It was reported that during implant procedure that the hvb setscrew could not be screwed in. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however, a visual inspection showed damage to the grommets and a rounded setscrew that the wrench would not engage into properly.